Event description:
Customer said her blood glucose rapidly went down and still went down even when she suspended the pump. Customer treated the low by suspending the pump and eating something sweet. Customer has been experiencing low blood glucose for about 6 months. Incident date is on (B)(6) 2023. Customer said she was exercising at the time between 4:30pm and 6:30pm. She has also been changing the basal settings. She said when settings are adjusted, it works perfectly. Pump was used at the time of the incident. Customer uses a competitor's sensors. So, auto mode was not used.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No over-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. The pump passed all functional testing. Over-delivery and low bg anomalies are not confirmed. The pump history file lists seven (7) boluses on the event date, 5/29/2023, listed below: on (B)(6) 2023 02:59:13.000. Normal bolus delivered (220) bolus programming method: bolus wizard (1). Normal bolus amount programmed: 11000 (1.1 u) bolus amount delivered: 11000 (1.1 u). On (B)(6) 2023 11:24:29.000. Normal bolus delivered (220) bolus programming method: bolus wizard (1). Normal bolus amount programmed: 55000 (5.5 bolus amount delivered: 55000 (5.5 u). On (B)(6) 2023 13:20:53.000. Normal bolus delivered (220) bolus programming method: bolus wizard (1). Normal bolus amount programmed: 12000 (1.2 u) bolus amount delivered: 12000 (1.2 u). On (B)(6) 2023 13:41:29.000. Normal bolus delivered (220) bolus programming method: manual bolus (0). Normal bolus amount programmed: 27000 (2.7 u) bolus amount delivered: 27000 (2.7 u). On (B)(6) 2023 15:35:43.000. Normal bolus delivered (220) bolus programming method: bolus wizard (1). Normal bolus amount programmed: 97000 (9.7 u) bolus amount delivered: 97000 (9.7 u). On (B)(6) 2023 18:36:37.000. Normal bolus delivered (220) bolus programming method: bolus wizard (1). Normal bolus amount programmed: 24000 (2.4 u) bolus amount delivered: 24000 (2.4 u). On (B)(6) 2023 19:35:25.000. Normal bolus delivered (220) bolus programming method: bolus wizard (1). Normal bolus amount programmed: 9000 (0.9 u) bolus amount delivered: 9000 (0.9 u). Please see below for the daily total of all insulin delivered on the event date, 5/29/2023: on (B)(6) 2023 00:00:00.000. Daily totals g670 (63). Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 436500 (43.65 u). Daily total of basal insulin delivered: 201500 (20.15 u). Daily total of bolus insulin delivered: 235000 (23.5 u). There were no auto suspend events on the event date: 5/29/2023. Please see below for user suspend events on the event date: 5/29/2023: on (B)(6) 2023 11:58:52 insulin delivery stopped (30) reason for insulin delivery suspension: user suspended (2). On (B)(6) 2023 23:38:58 insulin delivery stopped (30) reason for insulin delivery suspension: user suspended (2). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5, h6 (hecc, heic) with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 54 mg/dl at the time of the event. The customer was treated with carb intake and the customer experienced no other symptoms. Troubleshooting was performed and the customer had reported that the insulin pump was over delivering the insulin. The customer was using an insulin pump within 48 hours before the event and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and it was returned for analysis.